Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024 , the patient was dehydrated and had brain fog. The cgm was displaying 112 mg/dl while the bg showed "a level too high to read". The patient went to the emergency room due to her symptoms. At the ER, a nurse checked a bg and it was 537 mg/dl while the cgm was 112 mg/dl. The patient was treated with IV fluids and insulin from her pump. Blood work was done and confirmed she was dehydrated. The sensor was removed and changed. The patient was in the ER for 2 hours and before leaving, her bg was around 200 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.